Event description:
In 2006, a gore tag thoracic endoprosthesis was implanted to repair an aortic dissection. The device was ballooned with a gore tri-lobe balloon catheter, but device apposition along the inner curve of the aortic arch was not achieved. The patient's blood pressure in the right arm was low and an intraoperative angiogram revealed blood flow through the brachiocephalic artery was restricted. The patient developed severe hypotension and bradycardia. Cardiopulmonary resuscitation efforts were started, but the patient did not respond. The patient expired from an extensive aortic dissection.

Manufacturer narrative:
The device was discarded by the faciltiy. Please note: a gore tag thoracic endoprosthesis was implanted (tg3110/lot#04400146).